Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead exhibited high impedance.

Manufacturer narrative:
Concomitant medical products: 4058m58 lead, implanted: (B)(6) 1994. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right ventricular (rv) lead measurements were observed to be outside of therapeutic parameters. It was also reported that a suspected fracture was observed. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.